Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. Bin files were reviewed and did not show any system notices for the date of event. Bin files showed at least 16 injections were performed with the catheter.

Event description:
Cryoablation procedure was performed (B)(6) 2014 without any issues. On (B)(6) 2014, pericardial effusion was confirmed. Echocardiography confirmed that there was 1 cm of accumulated pericardial effusion in the whole right ventricular and also at the apex of the rear side of the left ventricular. The patient had tachycardia but did not have anemia. No treatment was required and patient recovered on (B)(6) 2014. The patient was hospitalized longer than the initial plan to monitor condition. Patient discharged on (B)(6) 2014 without any issue. Cause of pericardial fluid was determined to be inflammation induced by cryoablation.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.